Manufacturer narrative:
Initial reporter information was listed incorrectly on the initial report. Occupation was inadvertently omitted on the initial report. Information was inadvertently omitted on the initial report. Manufacturing site phone number was incorrectly reported, manufacturing site first and last name, and manufacturing site email were listed by mistake on the initial report. Device manufacture date was inadvertently omitted on the initial report. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Upon record review, additional information was obtained.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during the patient's sensor implant procedure, once placed inside the pulmonary artery, the sensor could not be advanced. As a result, the procedure was abandoned.